Event description:
The patient alleged that the self-adhesive of the headset did not stick well enough. He stated that it fell off while he was sleeping. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.